Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The main coil, delivery wire and introducer sheath were returned for this complaint. Delivery wire and main coil were interlocked within introducer sheath. Coil was found semi inside of introducer sheath. The twist lock of the introducer sheath was found opened. The introducer sheath was inspected, and no anomalies were noted. The delivery wire was inspected, and no anomalies were noticed. The coil returned was found kinked and stretched. No more damages were found on the device. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the delivery wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil that could be measured were performed and revealed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, there were lacking no. Of distal and proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 19jul2021. It was reported that resistance was felt and the coil was stretched. A 15mm x 40cm interlock-35 was selected for use. During the procedure, resistance was felt upon delivering the coil, it could not be delivered out. Subsequently, the spring coil was found to be stretched after withdrawal. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.